Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's device needs to be explanted due to a history of recurring infection and swelling at the site of the implant. The clinic has decided to remove to the device, surgery has been scheduled for (B)(6) 2022.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient experienced recurrent infection and swelling episodes on the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. The reported issues could always be treated by conservative methods. The device remains implanted and in use.

Event description:
The user's device needs to be explanted due to a history of recurring infection and swelling at the site of the implant. Reportedly the skin over the device is still intact, the infection however has spread to the level of the implant. The clinic has decided to remove to the device, but the surgery that was scheduled for (B)(6) 2022 has been postponed by the mother as the swelling is gone. No new date has been scheduled.